Event description:
In 2009, the patient reported that she received an e4 (occlusion) error while attempting to bolus 12 units of insulin. She received 2 units before the e4 was displayed. She stated that the infusion site had been in use for 2.5 days, the infusion tubing had been in use for 6 days, and the adapter had not been changed for "awhile." She was advised to change the infusion site every 3 days, the infusion tubing every 6 days, and the adapter with every 10th cartridge change. To troubleshoot, the patient was instructed to disconnect from her infusion site, and she was able to prime and bolus without error. She then reconnected to her infusion site and bolused the remaining 10 units of insulin without error. She was advised to change the infusion site and tubing if the error recurred. She stated that her blood glucose was elevated to over 20 mmol/l (360 mg/dl) due to the e4 error. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.